Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was "turning off on its own." The patient stated that when she felt a loss of stimulation, she would check her ins and it would be turned off, "even though she had not turned it off." The patient additionally reported that the stimulation was "covering what needs to be covered, but was not addressing her pain." The caller noted that "current impedance measurements were normal." It was additionally noted that the ins "seemed to be charged" and that the turning off was "not related to low ins charge level." Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
The patient experienced issues with recharging her device. She did not see the "stim on" when starting a recharging session. She would charge 1x/wk for an average of 4-5 hours with 8 coupling bars. Charging more than expected was a concern. The recharge statistics showed only 2 dates of viable data which indicated that patient had good coupling of 8 bars and charged for an average of 3.5 hours. The ins battery voltage was low and it was recommended that she check her ins more frequently. The company representative pulled the numbers up on her recharger. It appeared that the reason the ins was turning off was due to the ins getting too low. No malfunctions were seen. No intervention was taken or planned. She was trained and able to demonstrate effective recharging. The patient agreed to recharge every 3 days instead of every 5. Since then she has not had the problem again

Manufacturer narrative:
Concomitant medical products: product ID 3987a, lot# n268651, implanted: (B)(6) 2010. Product type: lead: product ID 3986a, lot# n247543, implanted: (B)(6) 2010. Product type: lead: product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).